Manufacturer narrative:
(B)(4). The ivus catheter and the sheath (different MFR) were received in damaged condition. The sheath was kinked. The ivus catheter was returned without the transducer and distal tip, thus exposing the microcables. The missing portion is approx 2 cm long. The lumen was torn through distal of the exit port extending to the end of the catheter body. Due to the reported 99% stenosis and the tortuous, heavily calcified vessel, the catheter was manipulated in such a manner that the pv .018 was damaged. The transducer and distal tip (2 cm) was left inside the genicular artery as the attempt to snare it failed. All components of the device are sterile. The physician chose not to refer the pt for surgery for reasons that were not provided. The physician indicated that the device would not pose any add'l health problems to the pt. To date, no adverse events have been reported and the pt was discharged. Unfortunately, the catheter was used in a severely calcified and tortuous vessel which is not recommended for use for this product and therefore led to catheter separation. Based on visual inspection, extreme force was used on the catheter. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.

Event description:
The ivus catheter was used at pta procedure, the lesion in inferior genicular artery was 99% stenosed with heavily calcified and vessel was severely tortuous. The balloon catheter (different MFR) was used; however, it could not dilate the lesion. The physician used the ivus catheter and inserted from fa approach to image the lesion under the ivus image. After recording the image, the physician tried to removed the catheter from the pt body and the catheter was trapped with the sheath (different MFR). At this point, tip separation occurred in the artery. The physician attempted to remove the tip by snare but it would not be removed. The tip of the catheter remained in the genicular and the procedure was aborted. The physician indicated that it will not affect any health problem to the pt; therefore, no clinical intervention was performed to remove the separated piece. The pt has already been discharged.